Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise on the non-boston scientific right atrial (ra) channel. Upon review of arrhythmia logbook episodes, technical services (ts) stated that there were atrial tachy response (atr) episodes with evidence of ra noise and oversensing and corresponding noise on the shock electrogram (egm). The ra lead also showed decrease in pacing impedances measurements; however, they were within the normal range. The in-office evaluation showed high thresholds at 2.9v on ra lead. The right ventricular (rv) lead exhibited low amplitude as seen on the egm with no oversensing. The rv shock impedances were within the normal range. Ts recommended to assess the rv and ra leads for further lead testing. This device remains in service. No adverse patient effects were reported.